Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate tachycardia therapy. It was noted that the patient had an underlying rate. The lead was surgically abandoned due to a subclavian crush. No adverse patient effects were reported.